Event description:
It was reported by the customer the doctor had anesthetized the breast while performing a breast biopsy. He made an incision and was about to pierce the breast when the control module gave a 'cord broken/disconnected' error. The doctor decided to abort the case. There was no consequence to the patient.